Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. Customer indicated that high na results were obtained on ER patients, and one low sodium result was obtained for a patient. Samples were re-tested on a different analyzer and sodium results were normal. The erroneous results were not reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ion selective electrode (ise) system is routinely calibrated every 24 hours followed by a qc run. Prior to the event, ise qc results were within the lab's established ranges. The twice-weekly flow cell maintenance procedure is in use. Pre-analytical sample handling was discussed with the customer. A field service engineer (fse) was dispatched: the fse inspected the instrument and found that a quad ring was missing on the co2 measuring electrode causing a flow cell leak. There was also a bubble in the sodium reference electrode. The fse performed repairs to these issues. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.